Event description:
Facility reported patient with dislocated hip following hip surgery. The abduction pillow, sp 153-000, lot # 01-17-2007, manufactured by span-america was used in positioning the legs.

Manufacturer narrative:
This product has been on the market for more than 20 years. The abduction pillow in use on the patient at the time was returned for further investigation. A compression test was done to determine the force to compress the foam on the return vs. Current production. The results in lbs. Force to compress 6 1/2 inches were 59.34 for the return vs. 60.23 for current production. This difference is not significant and would not be expected to result in a failure for the foam to support the patient leg in use of the product. The product was inspected against current specifications and found to be manufactured correctly. There has been no changes to the grade of the foam used to make this product. Span-america has received no other complaints of this nature for this product. In conclusion, a product problem could not be confirmed.